Event description:
It was reported that during a gastric bypass surgery, the endoscope triggered a frozen image error. The error couldn't be dismissed and shortly after the storz video feed on operating room team interface (orti) of the tower and other monitors like the surgeon console 3d (sc3d) screen and the external monitor went fully green. Initially, able to solve the issue by restarting the tc201 module, but some minutes after the error was triggered again. A new message was now shown on storz video feed that said: "head not compatible" and then a new error message appeared on the graphic user interface (gui) that said: "endoscope not supported. Endoscope's function may not work as expected. See user manual for supported endoscopes". Then another error message popped up on the storz video feed that said: "module on link 1 does not respond. Check the cable connection". Checked all the cables on the back of the storz and it was confirmed that all cables were in the right place and well connected to the tower. Since one of the errors referred to the endoscope not being compatible, tried to swap the endoscope with a different one. This action solved the issue and the procedure was c ompleted successfully. There was a thirty minute delay to the procedure. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported tower 240v in the field and provided images and videos. Eight images and three videos were received for evaluation. Five of the images depicted different error messages associated with endoscope image errors. One image depicted a completely green screen. One image depicted the endoscope information. One image depicted the endoscope cable connections at the back of the tower. One video showed a screen being tapped with no response. One video showed an image flashing on multiple system screens. One video showed a screen displaying multiple different error messages associated with endoscope issues and frozen images. Review of the field service notes indicated that after the reported troubleshooting occurred, determined that the endoscope should be replaced. The use of the new endoscope resolved the issue. Evaluation of the tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to the endoscope. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli-10, -20, -30: it was reported that during a gastric bypass surgery, the endoscope triggered a frozen image error. The error couldn't be dismissed and shortly after the storz video feed on operating room team interface (orti) and other monitors like the surgeon console 3d (sc3d) screen and the external monitor went fully green. Initially, the start-up specialist (sus) was able to solve the issue by restarting the tc201 module, but some minutes after the error was triggered again. A new message was now shown on storz video feed that said: "head not compatible" and then a new error message appeared on the graphic user interface (gui) that said: "endoscope not supported. Endoscope's function may not work as expected. See user manual for supported endoscopes". The sus confirmed the endoscope used was suitable to be used with the rubina storz modules. Then another error message popped up on the storz video feed that said: "module on link 1 does not respond. Check the cable connection". The sus was instructed to check all the cables on the back of the storz and it was confirmed that all cables were in the right place and well connected. Since one of the errors referred to the endoscope not being compatible, the sus tried to swap the endoscope with a different one. This action solved the issue and the procedure was completed successfully. There was a 30 minute delay to the procedure. There was no patient injury.